Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure at the duodenal bulb performed on (B)(6) 2012. According to the complainant, during the procedure, the clip assembly was locked on the target tissue, but it was not able to be deployed; reportedly, the clip failed to release from the delivery catheter. The user eventually succeeded in releasing the clip from the tissue, and then the device was withdrawn from the patient. The case was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.